Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: insulation crack. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to normal wear, or improper cleaning or sterilization. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: insulation crack. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to normal wear, or improper cleaning or sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.